Event description:
A female pt with an acute relapse of leukemia was given a unit of blood about 10:00 pm, followed by a second unit that would have completed about 1: 00 am. About eight hours after the transfusion of th second unit, the patient's urine was "chocolate-brown" in color. Earlier in the week a urine specimen was very dark, but was interpreted as being contaiminated with the stool. Clinical testing produced no positive findings. The blood bags and tubing were retreived from the trash and run with the pump and no positive findings were found. The physician viewed the hemolysis as an acute episode of dic. The patient was discharged home. The dic resolved. Single-donor platelets and packed cells were infused subsequently uneventfully. The staff attributed the hemolysis to the patient's clinical condition and not to the blood transfusions or delivery (transfusion) equipment.